Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient's right ventricular (rv) lead had been repositioned due to high thresholds. A recent interrogation indicates unstable thresholds and no capture at max output. It was noted by the physician that at the first lead revision the patient indicated that they had fallen and had been lifted up from behind with their arms ending up over their head. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.